Event description:
The customer initially reported over pressure in injection. While on site repairing the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the "exhaust" filter to repair the unit. He ran an empty test cycle and verified that the system met specs.